Event description:
The customer reported via phone call that she had differences between sensor glucose and blood glucose readings. Customer stated that she kept getting threshold suspend alarms and the sensor glucose and blood glucose readings were far apart. Customer's current blood glucose was 125 mg/dl. Customer stated that she has not had a bent sensor in a long time. Customer has also received calibration errors and sensor errors. Customer was advised to move the sensor to another area. Customer removed the sensor and stated that it was bent. Customer was advised to monitor sensor glucose performance.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor and performed continuity resistance testing. The sensor passed per specifications. Performed bicarbonate buffer test and the sensor passed with accurate readings. Also found the cannula bent. Unable to confirm that the customer received the sensor in said condition due to the product being returned opened/used.